Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lead revision, the device was removed from the pocket and loss of capture occurred which resulted in asystole and the patient was consequently stimulated with external defibrillator. The device was replaced due to high lead impedance during placement of the lead. The patient was in a stable condition after the procedure.